Event description:
Recently, nipro recalled its old meter and sent new ones called true metrix. It is used for glucose testing. This is a medical device and must be accurate or may cause serious physical health problems. Out of two containers 50 each test strips for a total of 100, the meter registered error codes of e-0 or e=5 on 43 test strips. The problem is complicated by attempts to contact the company at the listed phone number (B)(4) and all you get is a message saying they are too busy to answer the phone. Numerous calls at all times of the day and night one gets the same message. (B)(4). Purchase date: (B)(6) 2016.